Event description:
A beckman coulter inc. (Bec) personnel operator reported that liquid leaked from the cap of a retic clear bottle from a retic prep reagent kit. The liquid leaked from the cap though there was no apparent damage to the bottle. The user was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected from this event.

Manufacturer narrative:
Service was not dispatched for this event. Root cause for the leak is unknown. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).